Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2020. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative. It was reported that the battery replacement was an early elective replacement. The lead that had the high impedances was changed out with a new one, which solved the impedance issues.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted:(B)(6) 2020, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-nov-2023, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the ins battery was replaced due to eri. When interrogating the implant, high impedances were discovered: electrodes 3, 5, and 7 were at 40,000, and electrodes 2 and 3 were working but all others were out. The doctor and patient decided to replace the one lead. The impedances are attributed to the lead. The cause is unknown, but the issue is resolved. The rep noted they would submit any new information that becomes available.